Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2021.

Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the ipg would not connect with external devices. The patient underwent an unrelated surgical procedure and the device was placed into surgery mode. The ipg was unable to be recovered, and is considered to be in service app mode and inoperable. As a result, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.